Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received. The sample consist in one cassette product from part number 21-7609-24. Sample was received without original package. Functional testing: the sample was test for leak by passing water through it; leak was detected in the luer. The complaint is confirmed. Solvent bond verification: the sample was broken in the female luer to review if there is any issue with the bonding. Result: the tube is not fully inserted in the luer. The cause of the reported problem was traced to manufacturing process (equipment / fixture: inadequate dispenser used in the operation). Action taken - change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by march 23,2021 under tr 1043. Since the lot number was not reported, its unknown if the product was manufactured after the implementation of these changes.

Event description:
It was reported the device was in use for infusion and found to leak. No adverse effects reported.